Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system multiple times and had an unresponsive keypad. The customer stated that the blood glucose levels had been running high for the last two weeks. The customer's blood glucose was 250 mg/dl at the time of the incident. The customer had discontinued use of the insulin pump two days prior to the call and did not have the insulin pump present at the time of the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that during seating, the force sensor may not have detected the reservoir. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the prime test due to a loose drive support disk. The pump was received with intermittent button response due to a flattened button dome switch. The pump was received with broken battery tube threads. The pump also had a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.